Event description:
It was reported that after interrogating a device, the programmer displayed a "serious" error relating to the drive. The service disk was to be run. No patient complications were reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku.